Event description:
Caller reported a malfunction on the tandem pump, identified as malfunction 16. There was no adverse impact to the customer's blood glucose level. The caller was informed that the pump was out of warranty and not covered under the malfunction 16 field correction notice. As a result, the user planned to contact their clinic for assistance with obtaining a new pump.